Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as high and over 500 mg/dl; cause was due to malfunction alarm. Customer did not take any action to address bg level. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.